Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps device were used during a biopsy procedure. According to the complainant, during the procedure, the forceps device took large biopsies. Reportedly, bleeding occurred which was treated using clips. The procedure was completed with this radial jaw 4 standard capacity biopsy forceps device. The patient's condition at the conclusion of the procedure was reported as being okay.

Manufacturer narrative:
The exact date is unknown, however, it was reported that the event occured after (B)(6) 2012. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed